Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the photometer data which indicated that the filter reading after the sample addition was higher than the correct sample result reading. The customer stated they obtained a couple of "clog detect errors" earlier in the day which is indicative of a possible contaminant from the sample probe drain. Ccc specialist instructed the customer to drain and clean the reagent and sample probes. Quality controls run before and after the sample in question, resulted within range. The cause of the falsely elevated total bilirubin (tbil) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total bilirubin (tbil) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s) who questioned it as it did not match a previous result. The sample was repeated on an alternate and also on the original instrument, resulting lower and as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil result.